Event description:
A customer reported observing negatively biased ckmb results for a qc fluid. False low results might lead to inappropriate physician action. There was no report of pt harm as a result of this event.